Event description:
A journal article was reviewed that contained information regarding severe tricuspid regurgitation (tr) with chordae tendineae rupture after leadless implantable pulse generator (ipg) implantation. The article reports a patient who was admitted to hospital due to edema and malaise approximately two months after leadless ipg implantation. It was noted that a total of eleven deployments of the leadless ipg were required due to the difficulty in finding a suitable site with appropriate thresholds. On transthoracic echocardiogram (tte), the tricuspid valve showed severe tr with a flail septal leaflet, which suggested chordae tendineae rupture. The liver was still congested despite the use of high-dose diuretics, and tricuspid valvuloplasty was conducted. Intraoperative findings included two chordal tears in the septal leaflet. The status/disposition of the device appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: severe tricuspid regurgitation with chordae tendinae rupture after leadless pacemaker implantation. Circulation journal. 2022; 86: 880. Doi: 10.1253/circj.cj-21-0860 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.